Event description:
It was reported that pump experienced malfunction code 24 with associated fault ID, and issue was not preceded by any notable events. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use insulin pens as backup therapy, and technical support arranged shipment of replacement pump under warranty, instructed customer to place malfunctioning pump into storage mode and return it within specified time using provided materials, and advised that customer would need to reenter pump settings and reconnect continuous glucose monitor on replacement device.